Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional 3.5 x 28mm xience prime device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo right coronary artery. Post stent implantation of a 3.5x28mm xience prime, a dissection was noted. A 3.5x18mm xience prime was used to treat the dissection, however, another dissection was then noted. A 3.5x12mm xience prime was then used to treat that dissection successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.